Event description:
It was reported that this right atrial (ra) lead showed possible loss of capture (loc) during ii pacemaker mediated tachycardia (pmt) episode. Further evaluation was recommended for this ra lead that remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).